Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product event summary: the instructions for use (IFU) with unknown serial number was not returned for evaluation. The reported event was confirmed via a review of the IFU distributed in germany which contains the verbiage reported in the presentation as mentioned in the event details. Furthermore, the potential actions mentioned in the IFU for any alarms correlate to one or more of the potential causes. In this particular case, for the vad stopped alarm event mentioned on the presentation, the potential action of "exchange controller" may apply to the cause "controller failure" while the other potential actions of "contact clinical specialist" and "download and email patient log files" may apply to the causes of vad failure and/or thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, a possible root cause of the reported event can be attributed to a customer perception issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a potential error was included in a presentation which verbiage comes from instruction for use (IFU). No patient complications have been reported as a result of this event.